Manufacturer narrative:
Additional information: h6, h11 h11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred in july 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected infusion time was 46 hours, but the actual infusion time was between 58-70 hours. The device contained fluorouracil and saline for a total volume of 230 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.